Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the insertable cardiac monitor exhibited periodic failure to sense and post-sense t-wave oversensing. No intervention was performed. The patient would be continued to be monitored.